Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The introducer sheath was ovalized approximately 5.5 cm from the distal tip. Conclusions: evaluation of the returned pc400 revealed that the introducer sheath was ovalized. If the rotating hemostasis valve (rhv) is overtightened on the introducer sheath prior to advancement, damage such as this may occur. The ovalized introducer sheath likely contributed to the inability to advance the pc400 into the non-penumbra microcatheter during the procedure. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400s). It was noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician placed three pc400s and 130 non-penumbra coils using a non-penumbra microcatheter. While attempting to advance a new pc400 into the microcatheter, the pc400 would not advance out of its introducer sheath; therefore, it was removed. The procedure was completed using 13 additional pc400s and 31 other coils. There was no report of an adverse effect to the patient.